Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported through social media that their neurostimulator had ¿since january stopped,¿ and that they were in ¿a lot of pain.¿ the patient requested help to ¿change¿ their neurostimulator. No further event information was reported; no further complications were reported, or anticipated.